Manufacturer narrative:
Complaint confirmed, the dovetail feature was found to be chipped. The device was found to be dented and worn due to impaction. The cause is undetermined, however a likely cause is user-applied mechanical forces.

Manufacturer narrative:
This is now reportable. During returned device evaluation, a reportable malfunction was discovered. Complaint confirmed, the dovetail feature was found to be chipped. The device was found to be dented and worn due to impaction. The cause is undetermined, however a likely cause is user-applied mechanical forces.

Event description:
It was reported that the ar-613-1 tka handle was discovered chipped at the top when putting instruments back into the tray. This is now reportable. During returned device evaluation, a reportable malfunction was discovered. Complaint confirmed, the dovetail feature was found to be chipped. The device was found to be dented and worn due to impaction. The cause is undetermined, however a likely cause is user-applied mechanical forces.